Event description:
The patient contacted animas on (B)(6) 2012 reporting that there were bubbles in the tubing and the cartridge. The patient also reported that their blood glucose level ranged from 300-500mg/dl. The patient reported just prior to calling customer support their blood glucose was 549mg/dl with headache. The patient contacted her healthcare professional and was instructed to give herself 14 units of insulin. Troubleshooting indicated that the cartridge preparation and fill technique showed that the patient was pressurizing insulin vial incorrectly. This report is being made due to the patient's alleged hyperglycemic event that resulted from misuse of the preparation and fill technique of the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.